Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the event occurred due to the use of a hf instrument without a sufficient distance from the tip. Is the reported risk/harm listed in the IFU? The event 8 is detectable and preventable by handling device in accordance with the following IFU. Precautions 3.3 inspection of the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's tip cover was burnt. There was no patient involvement.